Event description:
A customer reported that a ¿replace sensor¿ error message was received with the adc device. As a result, the customer was unable to self-treat due to unspecified hypoglycemia symptoms, requiring apple juice from a third party for treatment. No further information was obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore, issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 has been updated to include product return investigation results.

Event description:
A customer reported that a ¿replace sensor¿ error message was received with the adc device. As a result, the customer was unable to self-treat due to unspecified hypoglycemia symptoms, requiring apple juice from a third party for treatment. No further information was obtained. There was no report of death or permanent injury associated with this event.